Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Information about confirmation testing was unavailable. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Information about confirmation testing was unavailable. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The manufacturing and quality control release testing were reviewed for test base lot m166839 and they met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The manufacturing records and quality control release testing were reviewed for kit part number 190-000j / lot m166839 and test base part number 190-430 / lot m166839. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.